Manufacturer narrative:
It was reported that that the product will not be returning for analysis.

Event description:
It was reported that in the postoperative period of a benign prostatic hyperplasia (bph) procedure, the patient experienced bleeding and was "covered with blood clots (two times)". The patient's condition following the procedure was stable. It was noted that the patient has to come back to the hospital, reason not provided. No further information was reported at this time

Event description:
It was further reported: patient underwent photovaporization procedure without complications. The patient was kept at the hospital for observation of moderate hematuria symptoms and was discharged with catheter post 24 hours without hematuria symptoms. The patient returned five days post procedure to have the catheter removed. It was reported that 18 days post removal of the catheter, patient returned for consultation for non-anemic hematuria, urgent urinary incontinence and severe dysuria. Urinary tract ultrasound showed normal kidneys and heterozygous residual prostate of 56cm3. It was managed with "ambulatory with anticholinergic medication". 20 days post treatment of the symptoms, the patient returned for consultation for persistent non-anemic hematuria and dysuria. Phenazopyridine was added to the treatment and ambulatory cystoscopy procedure was ordered. Six days after the second consultation, patient returned due to hematuria and urinary retention due to blood clots that required a bladder wash and placement of catheter to drain the bladder. Patient did not require transfusion and was discharged with catheter. Approximately one and a half months later, the patient returned for consultation. The hematuria symptoms had resolved. Review of the cystoscopy results revealed residual tissue partially obstructive (40%) with predominance of the left lobe, without active bleeding, and bladder without lesions. Urethral catheter was removed and spontaneous urination was checked with a good caliber jet. Patient was instructed to return for a follow-up consultation in one month. No further information was reported at this time.